Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" caller also reported qc errors.

Manufacturer narrative:
Qc errors are designed to be generated if the strip has been exposed to adverse environmental condition. There is no info in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. Insufficient info to determine root cause. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inr values for test 1, and 3 are within the confidence limits for interesting. For test 2, results are acceptable as per internal procedure, if mean >5.0 and difference between inr is <2.2, the results are accurate. The results are not considered discrepant within the context of the documented variability for inr testing. No product testing is required. Inratio precision data provided by end-user: first test inr = 3.2. Second test inr = 5.0. Mean = 4.1; sd = 1.27; %cv = 31.0%. The %cv of 31.0% is greater than 20%. The precision criteria is not met. Further product testing is required. Products associated with this complaint are not expected to return. Retain strip testing will be performed. Test date: 5-13-0. Inratio meter: in-house meters ((B) (4), (B) (4)). Retained strip lot: 080603a. 2 therapeutic donors. In-house testing provided (inratio meter): donor 1: inr: 2.2, inr: 2.1, mean: 2.05, sd: 0.07, %cv: 2.45, pass. Donor 2: 2.3, 2.3, 2.3, 0, 0% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both tests, which have 3.45% cv an 0% cv for each donor, are less than 16%. Both samples pass the criteria for precision. No further action is required. Conclusion: end-user reports qc and discrepant results. The comparison of both inratio and lab values of user, two results are within the confidence limits and meet accuracy criteria. The comparison of both inratio and lab values of user, one result is beyond confidence limits determine range, but the difference between the results was less than 2.2 which are considered accurate. The %cv of user is greater than 20%, the acceptance criteria for precision is not met. Questionable improper user technique revealed. In-house precision test; 2 therapeutic donors were tested with retained strip and met precision criteria. Product deficiency not established. No further investigation required. On going trending shall be performed to determine if further action is warranted. No corrective action required as no product deficiency was established.